Event description:
It was reported that during implant attempt, the lead dislodged when removing the temporary pacing lead, and upon repositioning there was increasing impedance and elevated thresholds. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.